Event description:
One day I woke up in the most terrible pain ever. I went to the doctor the next day and was told it was because of the essure birth control I had gotten. So my doctor removed it and after that I continued to suffer from terrible pain still today. I have to take pain medicine just to get through my days. It's becoming hectic on my life.